Event description:
The essure device was implanted in me at the age of (B)(6), I am (B)(6) now and, just had surgery on (B)(6) 2014 to remove it. Shortly after implantation, I started to suffer severe side effects. Searing pain to the point of immobility, heavy periods, headaches, back pain, and more. The pain was so serious, that I ended up in the hospital with them thinking I had an appendix rupture. It was not my appendix, it was the essure that had migrated and was stabbing through my uterine wall into my muscle. It took me a year to save up and find a doctor to remove the essure from my body. The surgery was supposed to take 2 hours but lasted almost 5 hours because the essure kept breaking and getting stuck in my muscle. It left me with severe pain and damage. I am thankful that the horrible device the FDA approved is out of me but, it needs to be removed from the market. The many women effected by essure is criminal. I can't believe a product that was minimally tested and has given women such horrible side effect is protected by the FDA.